Manufacturer narrative:
(B)(4). The device had a reset after exposure to a plasma blade during an operation for a lead revision. The root cause of the reset is exposure to a plasma blade. (B)(4).

Event description:
It was reported that during revision of the lead, a plasma blade was used for the operation and the ICD device went into reset mode. Communication with the device was not possible and the operation time was prolonged significantly. Another device was implanted and the patient was in stable condition after the procedure.